Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during normal use, there was low flow, arterial pathway did not function properly due to venous thrombosis. The reported catheter was one of lot numbers that were being recalled. The place of insertion was at the vjie (left internal jugular vein). Last kt/v (date) (k- dialyzer clearance of urea, t- dialysis time, v- volume of distribution of urea) was 1.25 per (B)(6) 2022. Blood pump flow was 150 ml/min. Effective flow was 100 ml/min. Quantity of short stay catheters that the patient had used was 3, 1 at the vfd (right femoral vein) and 2 at the vjie (left internal jugular vein). Quantity of long stay catheters that the patient had used was 4, 2 at the vfd (right femoral vein), 1 at the vfe (left femoral vein) and 1 at the vjie (left internal jugular vein). The catheter was not repaired and no leak. Alteplase thrombolytic was needed for intervention on 7 (seven) times. The event did not lead to or extend patient hospitalization. No clinical complication. There was no patient injury.

Event description:
According to the reporter, at the start of hemodialysis, there was low flow, arterial pathway did not function properly due to venous thrombosis. The line was hard to flush with the syringe. The reported catheter was one of lot numbers that were being recalled (under fa1244). The place of insertion was at the vjie (left internal jugular vein). Last kt/v (date) (k- dialyzer clearance of urea, t- dialysis time, v- volume of distribution of urea) was 1.25 per (B)(6) 2022. Blood pump flow was 150 ml/min. Effective flow was 100 ml/min. Quantity of short stay catheters that the patient had used was 3, 1 at the vfd (right femoral vein) and 2 at the vjie (left internal jugular vein). Quantity of long stay catheters that the patient had used was 4, 2 at the vfd (right femoral vein), 1 at the vfe (left femoral vein) and 1 at the vjie (left internal jugular vein). Nothing unusual observed on the device prior to use. The catheter was not repaired and no leak. Tego was not utilized and there was no luer adapter issue. Alteplase thrombolytic was neededfor intervention 7 (seven) times. The customer did not try to reverse the lines. No anti coagulation used specifically to the patient. No other medical treatment/intervention required specifically to the patient as a result of the event. The event did not lead to or extend patient hospitalization. No clinical complication. There was unspecified amount of blood loss and blood transfusion was not required. There was no patient injury.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, at the start of hemodialysis, there was low flow, arterial pathway did not function properly due to venous thrombosis. The line was hard to flush with the syringe. The reported catheter was one of lot numbers that were being recalled (under fa1244). The place of insertion was at the vjie (left internal jugular vein). Last kt/v (date) (k- dialyzer clearance of urea, t- dialysis time, v- volume of distribution of urea) was 1.25 per (B)(6) 2022. Blood pump flow was 150 ml/min. Effective flow was 100 ml/min. Quantity of short stay catheters that the patient had used was 3, 1 at the vfd (right femoral vein) and 2 at the vjie (left internal jugular vein). Quantity of long stay catheters that the patient had used was 4, 2 at the vfd (right femoral vein), 1 at the vfe (left femoral vein) and 1 at the vjie (left internal jugular vein). Nothing unusual observed on the device prior to use. The catheter was not repaired and no leak. Tego was not utilized and there was no luer adapter issue. Alteplase thrombolytic (anti coagulation) was needed for intervention 7 (seven) times and used specifically to the patient. The customer did not try to reverse the l ines. No other medical treatment/intervention required specifically to the patient as a result of the event. The event did not lead to or extend patient hospitalization. No clinical complication. There was unspecified amount of blood loss and blood transfusion was not required. There was no patient injury.

Manufacturer narrative:
Correction: a2 (age at event), a4 (weight in lbs), b5 additional info: g3 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.